Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1713115) on 11-aug-2017. The most recent information was received on 28-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal'), device breakage ('remaining fragments') and basedow's disease ('basedow disease') in a 56-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. In 2007, the patient experienced basedow's disease (seriousness criterion medically significant), fibromyalgia ("fibromyalgia (joint, muscular and neurological pain)"), migraine ("migraines"), cough ("chronic cough"), fatigue ("significant fatigue"), dairy intolerance ("food intolerance with dairy products") and menorrhagia ("significant menstrual periods before menopause"). On (B)(6) 2007, the patient had essure inserted. On 4-may-2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), arthralgia ("fibromyalgia (joint, muscular and neurological pain)"), myalgia ("fibromyalgia (joint, muscular and neurological pain)") and neuralgia ("fibromyalgia (joint, muscular and neurological pain)"). The patient was treated with surgery (device removal - salpingectomy and total hysterectomy - (B)(6) 2018. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, basedow's disease, migraine, cough, fatigue and dairy intolerance outcome was unknown, the fibromyalgia, arthralgia, myalgia and neuralgia had not resolved and the menorrhagia had resolved. The reporter considered arthralgia, basedow's disease, cough, dairy intolerance, device breakage, fatigue, fibromyalgia, medical device removal, menorrhagia, migraine, myalgia and neuralgia to be related to essure. The reporter commented: events started after insertion on (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kgs. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-dec-2020: final report unticked; new informations were reported: device breakage (fragmented) and an additional surgery was performed. The outcome for the adverse events (joint pain, muscle pain and neurological pain) were provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 11-aug-2017. The most recent information was received on 07-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('remaining fragments') and menorrhagia ('significant menstrual periods before becoming menopausal') in a 56-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), basedow's disease ("basedow disease"), fibromyalgia ("fibromyalgia") with arthralgia, myalgia and neuralgia, migraine ("migraines"), cough ("chronic cough"), fatigue ("significant fatigue") and dairy intolerance ("food intolerance to dairy products"). The patient was treated with surgery (salpingectomy on (B)(6) 2017 and total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, basedow's disease, migraine, cough, fatigue and dairy intolerance outcome was unknown, the menorrhagia had resolved and the fibromyalgia had not resolved. The reporter considered basedow's disease, cough, dairy intolerance, device breakage, fatigue, fibromyalgia, menorrhagia and migraine to be related to essure. The reporter commented: events started after insertion on (B)(6) 2007. Patient became menopausal in the meantime. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc. Event menorrhagia was updated to serious incident event, event medical device removal was considered as surgery specification (salpingectomy on (B)(6) 2017). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") and basedow's disease ("basedow disease") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced basedow's disease (seriousness criterion medically significant), fibromyalgia ("fibromyalgia (joint, muscular and neurological pain)") with arthralgia, myalgia and neuralgia, migraine ("migraines"), cough ("chronic cough"), fatigue ("significant fatigue"), food intolerance ("food intolerance with dairy products") and menorrhagia ("significant menstrual periods before menopause"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, basedow's disease, fibromyalgia, migraine, cough, fatigue and food intolerance outcome was unknown and the menorrhagia had resolved. The reporter considered basedow's disease, cough, fatigue, fibromyalgia, food intolerance, medical device removal, menorrhagia and migraine to be related to essure. The reporter commented: events started after insertion on (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 693 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.